Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: UDI updated investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot manufacturing location: monument manufacturing date: 22-oct-2020. Part number: 02.205.075, 5.0mm cannulated locking screw 75mm. Lot number: 73p5114 (non-sterile). Lot quantity: (B)(4). Fifty-eight pieces were scrapped in cell at op #30, mill threads/head threads, after a machine malfunction. Production order traveler met all inspection acceptance criteria apart from the fifty-eight pieces noted. Inspection sheet, inspect turn, wobble broach, mill shaft threads / head threads / flutes and final inspection, rev d met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 11222, 316l**ri8.50 lot number: h827700 lot quantity: (B)(4). Certificate of tests supplied by carpenter dated (B)(6) 2018 was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review (B)(6) 2021: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4) additional narrative: patent identifier: (B)(6). Date of event unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, the patient underwent for a removal surgery due to distal epiphysis fracture of the right femur. During the surgery, tried to remove all implanted materials but all implants have not been removed from the patient. The blocked cannulated va screw of 5.0 l 75 mm was positioned at an angle greater than fifteen degrees proximally. The surgery was completed successfully. There were no fragments are generated. There were no patient consequences. Concomitant devices reported: cortical screws (part# 214.834; lot# 47p9061; quantity: 2) cortical screws (part# 214.834; lot# l814671; quantity: 1) cortical screws (part# 214.842; lot# 76p1595; quantity: 1) cortical screws (part# 214.844; lot# l812151; quantity: 2) 5.0 cannulated va lck scrw/70 (part# 02.231.670; lot# l498011; quantity: 2) va-lcp condylar plate 4.5/5.0 (part# 02.124.407; lot# 48p0003; quantity: 1) cann-lockscr ¿5 l70 sst (part# 02.205.070; lot# 62p4598; quantity: 1) this complaint involves three (3) devices. This report is for (1) 5.0mm cannulated locking screw 75mm this report is 3 of 3 pc (B)(4).